Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of sensing in the bipolar configuration. The device was not used and a new device was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.